Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of "ventricular lead noise" was confirmed. A partial lead was returned for analysis in one piece. Final analysis found external abrasions in two locations proximal to the suture sleeve at 33.5 cm to 34.1 cm and 37.4 cm to 37.9 from the distal tip. The cause of the reported event was isolated to the abrasions breaching the outer insulation and exposing the outer coil.